Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly customer was overfilling the cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.